Event description:
The pt, suffered a fractured tibia while skiing. The fracture was in the distal 1/3 of the tibia. A tibial nail was implanted. It was discovered that the cortical bone screw locking the nail in place had broke. The bone screw was removed and returned.